Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). Reportedly, cause was unknown; however, the customer forgot to consume food at times and thought it was related to low bg. Contact provided the customer with food to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.